Event description:
It was reported that during a gastric banding procedure, the package in which the band came in was not correctly sealed as indicated by the physician. It was noticed when opened to implant to the patient. The doctor, based on the lack of seal confidence decided not to implant into patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The packaging material was returned for analysis upon visual inspection, it was observed that on both tyvek lid (outer and inner) had marks of sealing. It was also observed that transfer of glue between the internal tyvek lid and the internal tray was performed, and that the width of this seal is 5mm and continuous. A peel test was also performed on the inner tyvek lid with a successful result. Investigation conducted at the manufacturing site indicated that all packaging is inspected at 100% after sealing and before final packaging. Additionally, a review of the packaging process was performed. It was noted that all products are controlled and checked before being packaged. A device history record (DHR) review was performed by the and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.